Event description:
The customer stated that when she opened a new carton of test strips, the bottle inside the carton was open. The test strips are to be returned for evaluation, as exposure to moisture can lead to higher test results. The customer did not allege any adverse events, and replacement strips will be sent.